Event description:
Allegedly component failed and patient had infection and required a revision surgery.

Manufacturer narrative:
Corrected data received (B)(4) 2012:in review of the files, this medical device report has been determined to be a duplicate of medical device report 1043534-2011-00503 and therefore is not required.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00762, 00867.